Event description:
It was reported that this pacemaker's remote monitoring was disabled due to limited battery capacity on (B)(6) 2026. The patient was noted to have been hospitalized the day before for an unrelated surgery which required the pacemaker to be put under a magnet for approximately six to seven hours. A review of device data by boston scientific technical services confirmed this was a false positive disablement caused by having a magnet detected during the loaded battery voltage test. After interrogating the pacemaker with a programmed with updated software, telemetry was able to be enabled again, and normal device operation was noted. The pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (rf) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: with the available information, boston scientific concludes this device exhibited unintended behavior associated with a software update. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed a software update to address this unintended behavior. Boston scientific developed and released an additional software update for the accolade family designed to correct the unintended behaviors. This device exhibited the unintended behavior prior to receiving the additional software update. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. With the available information, boston scientific concludes this device exhibited unintended behavior associated with this software update. Boston scientific developed and released an additional software update for the accolade family designed to correct the unintended behaviors. This device exhibited the unintended behavior prior to receiving the additional software update.